Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was ok and there were no alarms. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer determined there was an issue with tubing and an elbow. The elbow was cleaned and the tubing was reconnected. The rinse mechanism was adjusted. An ise check, calibration, controls, and precision studies were performed; all results were within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they have been having ongoing issues with ise recovery on the cobas 6000 c (501) module. After service was performed on the analyzer and controls were run, the customer stated they received a discrepant result for one patient sample tested with ise indirect na for gen.2. The sample initially resulted in a na value of 129 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting in a value of 137 mmol/l. The repeat value was deemed correct. The na electrode lot number and expiration date were requested, but not provided.